Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a broken rear housing and battery connector. The tamper seal was missing. There was no evidence to review in the device's event history log. Visual and functional tests were performed and the reported issue was not duplicated, however the housings were damaged and the bolus connector was loosed. The dso was also tested and failed the occlusion test. The cause of the reported issue was unknown. As a result, the housing front and rear, battery, bolus connector, and dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown

Event description:
It was reported that the cassette was not inserted, and the pump was inactive. It is unknown if there was patient involvement, no adverse patient effects were reported.